Event description:
The customer stated prior to (B) (6) 2009, all reactive architect anti-hbc patient results were retested on axsym core and the axsym results were reported. In (B) (6) 2009, they started using the architect anti-hbc ii assay. Patients that had previously been reactive on axsym core were nonreactive on the architect anti-hbc ii assay. The customer identified 18 samples where this discrepancy occurred. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Retained file kit testing met all specifications. The returned patient specimens (B)(6) were tested using a retained file kit of reagent lot number 76033hn00. The calibration and values of the negative and positive control were within specifications as stated in the assay file and package insert. Sample (B)(6)generated a (B)(6) result with values between 1.00, 1.05 and 1.09 s/co. Therefore, the customer's result was not repeated for that sample. Concordantly with the customer's observation, the remaining patient specimens were (B)(6). In addition, all received patient samples were tested using prism (B)(6) assay kit (list number 1a77). The following samples tested (B)(6) using prism (B)(6) and values between (B)(4) were obtained: (B)(6). Based on the results of the architect (B)(6) and the (B)(6) testing, these samples are categorized as not (B)(6). As sample (B)(6) was (B)(6) using both (B)(6), this sample is categorized as (B)(6) antibodies. Patient specimens (B)(6) tested (B)(6) using prism (B)(6). These samples were further analyzed using architect (B)(6) igm (list number 6c33) and architect (B)(4) (list number 6c34). All tested patient samples were (B)(6). Taken together, based on the results of this evaluation (B)(6), these samples can not be categorized definitely. To evaluate the performance of architect (B)(4) reagent kit, a retained file kit of architect anti-(B)(4) reagent, list number 8l44-35, lot number 76033hn00 was tested in combination with calibrator and controls and with a commercially available (B)(6) seroconversion panel (B)(4). The calibration and values of the (B)(6) control were within specifications as stated in the assay file and package insert. The results of the seroconversion panel for reagent lot 76033hn00 were in line with historical equivalency study data with comparable s/co values as obtained during these studies. The data show that the sensitivity performance of list number 8l44-35, lot number 76033hn00, is not adversely affected. As part of our evaluation we have reviewed the complaint and manufacturing records of the lot number in question. This review did not identify any problems relating to the customer's observation. Although a specific reason for the customer's observation cannot be determined, based on the results generated, we have determined that architect (B)(4) reagent kit, list number 8l44-35, lot number 76033hn00, identified in the customer's complaint, is performing acceptably.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list # 8l44, architect anti-hbc ii, that has a similar product distributed in the us, list # 6l22, architect core. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. An investigation is in process.